Event description:
During a robotic hysterectomy, the endowrist fenestrated bipolar forceps had a cable break at the distal tip. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). The reporting facility reported to intuitive for a replacement/investigation.